Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device's screen turns black when switched on. Available details indicated that the customer was instructed to remove/reinsert the battery. After reinserting the battery, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was caused by a battery malfunction. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer removed/reinserted the battery to resolve the issue, and the device was returned to service. The absence of further calls supports that the reported problem was resolved. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx defibrillator's screen went black when the device was turned on. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).